Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) contracted an infection due to their pd treatment. The patient¿s pd catheter (not a fresenius product) was reportedly removed, and the patient transitioned to backup hemodialysis (hd) for 21 days to allow the patient¿s abdomen to heal. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the emergency room with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = 667 /mm3) were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis and was treated with intravenous (IV) cefazolin 2000 mg daily for 14 days. The patient¿s peritoneal effluent culture result returned positive for staphylococcus aureus, and the patient¿s antibiotic regimen was continued. Although the timeline is largely unknown, it was reported the patient¿s pd catheter was surgically removed, and the patient transitioned to backup hemodialysis (hd) for rrt. The patient was discharged home (date not provided) and has recovered from the serious adverse events. The pdrn attributed causality to a probable touch contamination event based on the root cause analysis. Per the pdrn, the serious adverse events were not caused by any fresenius product(s) and/or device(s) deficiency or malfunction. Pending the patient¿s return to ccpd therapy, the pdrn stated the patient will resume utilizing the same liberty select cycler as before.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: a temporal relationship exists between ccpd therapy utilizing a liberty cycler set and the serious adverse events of peritonitis, characterized by abdominal pain and cloudy peritoneal effluent fluid, which required hospitalization, antibiotic therapy, pd catheter (not a fresenius product) removal and transition to backup hd for rrt. The pdrn attributed causality to a probable touch contamination event based on the root cause analysis. Esrd patients undergoing pd therapy (manual or cycler based) for rrt are at high risk for infections of the peritoneum. Staphylococcus aureus is commonly found in the mucus membranes, axillae, and on the skin of humans. Additionally, staphylococcus is the most frequent organism associated with peritoneal infections and is usually due to a touch contamination event. Per the pdrn, the serious adverse events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. Based on the information available, the patient¿s liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there is no report a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications, as evidenced by the devices¿ continued use.